Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the leakage failure due to pinhole on forceps channel was observed, there was a possibility that the foreign object came out due to improper reprocessing. The event may be detected/prevented by following the instructions for use section sections below: chapter 6 compatible reprocessing methods. Chapter 7 cleaning, disinfection, and sterilization procedure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. It was found that water tightness was lost due to a pinhole on the channel tube. In addition to the foreign material in the channel tube, other evaluation findings are as follows: the bending angle in the up direction and the play of the upward/downward knob were not within the standard value due to wear of the angle wire; the adhesive on the bending section cover was detached and cracked; the ultrasonic transducer was corroded; and the acoustic lens were damaged. Lastly, there were scratches on the bending section cover, the connecting tube, the protector of the universal cord on the control section side, the universal cord, and the objective lens. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was not cleaned, disinfected, and sterilized before it was sent in for repair. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the ultrasound gastrovideoscope was leaking. There was no report of patient harm. The device was returned, evaluated, and a foreign object came out of the forceps channel. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.